Event description:
It was reported that an unspecified sling was implanted on an unspecified date. The sling device did not completely resolve the patient's urinary incontinence. As a result, an artificial urinary sphincter (aus) device was later implanted.